Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. The defect in the photo appears to show a pivot shield which was detached from the eclipse collar with neither component being damaged. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6006528. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter safety shield broke. There was no report of injury or medical intervention.